Event description:
It was reported that during a total gastrectomy procedure, although the staple formed properly at the second stroke of the second firing, the staple became not to be formed from the third stroke of the second firing. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis found that one ec60 device was returned in good visual condition and with a blue cartridge reload loaded on the device. The cartridge was rec'd fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.